Event description:
An intra-aortic balloon developed a leak after approx 62 hrs of counterpulsation. The balloon was removed and another balloon was not placed. Numerous attempts to obtain further details from the user facility regarding the circumstances surrounding this event have been unsuccessful. No further details are available. The device has not been received. Therefore, no failure analysis was available. Iabc leaks have been associated with repeated cycling against calcified lesions and/or other hard, sharp material. However, without evaluating the device, co is unable to determine the cause for this event.